Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. It was reported that the issue was suspected to have been a universal serial bus (usb) connected to the navigation system during start up. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive had bad blocks on the unit. However, the log analysis determined the bad blocks did not lead to the sr manager error that was observed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while testing the navigation system, a sr manager failure appeared in the cranial application software. There was no patient present when this issue was identified. No additional information was provided.